Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that right ventricular (rv) lead pacing impedance was out of range (oor). The rv lead was reprogrammed and will continue to be monitored by the physician.

Event description:
It was further reported that the lead triggered a lead integrity alert (lia). Sensing integrity counter (sic), non-sustained high rate episodes and one abnormal pacing impedance measurement were noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.